Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was exhibiting cassette not attached properly error during testing. No adverse patient effects were reported.

Manufacturer narrative:
Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was missing. Functional testing was not able to duplicate the reported problem. However, a review of the event history log shows the alarm occurred. The dso sensor will be replaced as a preventative measure. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Additional event information received, indicating no patient involvement.

Event description:
Additional information received, via email from customer. And attached to the complaint on 14-jan-2022. Pump was not in use, with patient at time of event.